Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked. Customer's blood glucose level was around 200 mg/dl. He noticed liquid in the reservoir window. The piston was extended about three fourths of the way out. After trying to rewind to get the moisture out, the insulin pump alarmed motor error. The insulin pump alarmed motor error again after attempting to rewind the insulin pump a second time. The device was not returned.